Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The t1 taps were re-strapped to 6 and 125 for facility power of 116 to 122 vac. The system was tested and found to be working as intended and returned to service.